Event description:
Healthcare professional (hcp) reported pt (pt) receiving hemodialysis on the 1550 device. At the beginning of treatment, hcp received fl08 alarm and turned the ultrafiltrate controller (ufc) off while using f8 dialyzer. The calculated transmembrane pressure (tmp) was 200mmhg. Pt was asymptomatic until hcp was completing the rinsback of normal saline to pt at the end of treatment. Pt reported "feeling full and stated their pants were tight." Pt also reported feeling "anxious" and exhibited slight signs of shortness of breath. Hcp weighed pt and found pt was 8kg above the weight prior to the initiaiton of treatment. Hcp stated this resulted in the pt weighing 13 kg above the desired weight. Pt blood pressure at the beginning of treatment was 200/100, this is normal for this pt. Hcp stated pt's blood pressure usually comes down during treatment, but did not today. Hcp contacted physician and pt was placed back on this device and 5 kg was removed with the ufc turned on. Pt left facility feeling fine and returned the next day for another treatment. The third day pt returned for their regular treatment and reached the target dry weight. Hcp reported no medical intervention was necessary and no pt injury resulted.